Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an unhygienic condition, as the area was not clean before starting peritoneal dialysis. The patient was hospitalized for the peritonitis one day prior to diagnosis of the event. On an unreported date, the patient was treated with intraperitoneal (ip) injection of vancomycin (2 grams, duration and frequency not reported), ip injection of gentamicin (20 grams, frequency and duration not reported) and an unspecified additional medication for the peritonitis. Dianeal therapy was ongoing. Eight days after hospital admission, the patient was discharged from the hospital. The patient was recovered from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.